Event description:
It was reported that "patient called to report that she has a stryker plate and screws (ankle). Patient also reported that she has been told by her doctor that 2 of the screws have broken."

Manufacturer narrative:
Devices remain implanted. No evaluation will be performed. If the device or relevant information becomes available, it will be reported on a supplemental report.